Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08235. The pt rec'd the scs system on (B)(6) 2010. It was reported that occasionally the pt experienced sharp pain near her right rib. No lead issues were found in the x-rays. The device was reprogrammed to use one lead for full pain coverage. The physician will use injection/nerve block to resolve the issue before pursuing the avenue of lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.